Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that several hours post implant of this 25mm bioprosthetic mitral valve, the patient developed exsanguinating hemorrhage. The patient was emergently re-opened and placed on cardiopulmonary bypass (cpb) with large volumes of blood emanating from a hole in the inferior surface of the heart corresponding to a hematoma. During removal of the 25mm mitral valve, a scuffed area and area of dissected muscle was observed adjacent to the annulus at the posterior commissure. A pericardial patch was sewn over to repair this area and then buttressed with further left atrial tissue. A 27mm bioprosthetic mitral valve was then introduced, using mattress sutures and cor-knots, but was not yet deployed. A non-medtronic bioprosthetic aortic valve was then deployed and was deemed acceptable. After placing the aortic valve, which helped cover the dissected area, the 27mm mitral valve was deployed and the left atrium was closed. Persistent bleeding of lesser severity was still present so multiple sutures were placed to reduce the residual bleeding. Transesophageal echocardiogram (tee) showed good valvular function and the bleeding was largely contained, however, the physicians decided to pack the chest open and treat an acquired coagulopathy. The patient was moved to the intensive care unit (ICU) in critical condition. No additional adverse patient effects were reported.